Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported paresthesia in the wrong location and a shocking sensation. The patient was supposed to have stimulation on the left leg but it had been going to the right leg. It did not happen all the time, but it happened 1-2 times a week to every two weeks. When he turned stimulation on it was in the correct location but when he got up and started walking around that was when it would go the wrong leg. Whenever he strained to use the restroom he got shocked real bad. This also happened if he picked up something heavy or if he laid in bed without a pillow. It was not like a jolt but it was like when one touched something electrical that was not grounded was how it felt. There was no trauma or falls that could be related to this issue. They had not checked the device with their patient programmer (pp) because had lost it. He was at 6.50 volts and that was what he needed it to be at to walk around. If he went higher it was too strong. The patient had not seen his managing doctor since his device was implanted. The calf and bottom of the foot had the most pain. The location of the symptoms was noted to be at the leg. It was noted that he had shingles he also had a back operation but it was before the issues began. The shocking issues had been occurring since implant and the stimulation in the wrong location occurred in (B)(6) 2015. The patient usually turned stimulation off at night and only used it during the day. The patient's relevant medical history includes other chronic/intractable pain (trunk/limbs) and spinal pain. The patient later reported that they had not notified their managing doctor about the issues, but when they first had put it in about a week or two later the shocking sensation moved to the other leg. The patient told them and they fixed it. The patient did not know what were the circumstances that led to the shocking sensation. No steps had been taken to resolve the stimulation in the wrong location. Sometimes the patient felt the shocking going to the right leg but after about an hour or so it would go back to where it was supposed to be, in the left leg.